Event description:
It was reported that during an unknown procedure, although the sound of 'punching the washer' was heard, the device could not be removed after the first firing. When the doctor moved the device for about five minutes, the device could be removed somehow. The doughnuts were formed properly and the staples were formed properly. The leak was not confirmed by a leak test. There were no adverse consequences for the patient. The doctor commented as follows: even though he rotated the adjusting knob, he felt that the anvil was not opened.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
Due to positive stress test, the pt underwent the index procedure with deployment of two endeavor sprint rapid exchange (rx) drug eluting stents in the proximal circumflex artery. Post stent deployment residual stenosis was 0%. On the same day, the pt received a peri procedural loading dose of clopidogrel, 600 mg, the pt had a coronary artery dissection on the same day as stent implant. No details were provided regarding the event but the event was resolved on the same day. One day post index procedure, the pt began 75 mg clopidogrel dosing and 81 mg aspirin dosing and was discharged from the hospital. No add'l info was provided. In the investigator's opinion, the event of coronary artery dissection was considered moderate in intensity, not related to the study medication, not related to the study device and probably related to the study procedure.